Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed with a s233 (overtemperature) malfunction alarm code. The probable cause of the s233 error code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with a s233 (overtemperature) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.